Event description:
It was reported that the pt hit her head on a trash bin on (B)(6) 2012. The pt no longer has any access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.